Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent an inguinal hernia repair procedure on (B)(6) 2016 and absorbable straps were used. During firing the device, strap was released but it was not strong enough to fix /attach the mesh. The procedure was completed with another like device. There were no adverse patient consequences reported.